Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room due to high blood glucose of 489mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer was treated with insulin drip. Customer was wearing insulin pump during hospitalization. Customer also stated that insulin pump had no deliveries and not working. Customer was unable to perform troubleshoot. Insulin pump will not be return for analysis.